Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. There was resistance when the lever was returned to it's original position but the foot did close. No resistance was noted when the prostyle device was removed from the anatomy. The prostyle device was removed as a single unit, with no device separations noted. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to open or close the foot could not be confirmed as the returned device analysis verified the foot deployment and retraction functioned as expected. The reported suture malposition could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported suture malposition and difficulty closing the foot appears to be related to operational context. Based on the returned device condition, it is likely that the suture came out with the device due to friable tissue (suture malposition). Interaction with of the suture with the foot likely contributed to the reported difficulty closing the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b5 -describe event or problem - updated. H6 - medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: a cuff miss did not occur as initially reported. The suture came out with the device with the formed knot. No additional information was provided.